Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. They were unable to confirm the unexpected restart alarm due to the no button response. There was no button error alarm. They used a test keypad, programmed pump with current time and date. The time and date functioned properly. There was no frozen screen. The pump had cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, scratched reservoir tube window and stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the pump was frozen so they changed the battery but then it alarmed unexpected restart. The customer stated that the buttons were not working and the pump froze again. The customer stated that the pump did a reset and seemed to be working. The customer stated that the pump alarmed button error the day before. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.